Event description:
As reported by distributor in the (B)(6), during an angiographic procedure, using a navilyst medical convenience kit, air was noted within the system. This occurred after several injections had taken place. No air was injected into the patient and there were no complications. The procedure was completed using the original devices. Used products have been returned for evaluation.

Manufacturer narrative:
The devices associated with the reported event have been returned for evaluation, but the testing of the samples has not yet been concluded and additional info has been requested from the complaint reporter. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).